Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08327. It was noted that loss of capture was noted on the right atrial (ra) and right ventricular (rv) lead. The patient had a heart rate at 35 bpm and spikes were noted on the electrogram with no capture. While doing device check, no issues were noted on the ra related to capture loss. Programming changes were made to address loss of capture on rv lead. The patient was stable.